Event description:
It was reported that "before the u clip was fully seated into the lag screw, it failed to fully insert the blade." No adverse consequences to the patient.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided on a supplemental report.